Event description:
Related to manufacturer report number: 2017865-2018-15191. During follow-up, the patient felt muscular stimulation around their chest. The issue was resolved by explanting and replacing the pacemaker and right ventricular (rv) lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and diagnostic imaging of the lead found no anomalies with the exception of damage consistent with procedural damage. The reported event of muscle stimulation was not confirmed.